Event description:
It was reported that during a pre-use check of the cuff; the cuff would not inflate, even with 10 cc water. Only the balloon expanded. No injury or harm to the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: one used sample was received without its original packaging, with the certificate of safe handling and the obturator. Visual inspection results: no discrepancies were found. Functional test: the sample was inflated with air using 5 ml syringe, after that the cuff was gently manipulated. Results: the whole cuff was inflated without abnormalities. It was demonstrated that the cuff was symmetrical, and no leak was detected. Complaint is not confirmed. No corrective actions required since the complaint was not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review., corrected data: e4: correction: customer reported to FDA: no information.